Event description:
It was reported that 1 bd precisionglide¿ needle had foreign matter in the fluid path issues. The following information was provided by the initial reporter : the patient noted debris in a bd precisionglide needle 18g x 1 ½ ins.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified ? : the initial reporter also notified the FDA via medwatch # mw5108531. Investigation summary : exec summary - no physical device samples were returned. As no samples (including photos) were returned, the investigation and review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A thorough sample investigation could not be completed and based on the investigation results, an exact cause for this incident could not be identified. Therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 3rd related complaint reported with the defect or condition of foreign matter with lot #1120195. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch # 1120195 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.